Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported that the pt had non-tortuous arteries with slight calcification. It was reported that the physician had positioned the stent graft for deployment below the renal artery, however the stent graft covered the renal artery after deployment. The physician used the guide wire to pull the stent graft below the renal artery. It was reported that two biliary stents were placed in the left renal artery to maintain patencdy. No clinical sequelae were reported, and the pt is reported to be fine.